Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. The customer's stated problem was verified. During inspection and testing, the device was found to displaying cassette not properly attached alarm and failed downstream occlusion high pressure calibration testing. Further investigation determined that the downstream occlusion sensor was inoperable and the root cause of the issue. Therefore, the pump downstream occlusion sensor will be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not attached properly alarm. No adverse effects were reported.